Event description:
The iab leaked during insertion. Blood was noted in the tubing. Event complications: none from the event - rptd 5/21/97. Pt's current status: stable - rptd 5/21/97.

Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the membrane noted to be completely unfolded. Blood was noted only on the exterior of the iab, within the inner lumen, and within the membrane. Kinks were noted in the inner lumen within the membrane. The sheath was noted to be severely kinked and ribbed along its entire length. The stylet wire was observed to be in place within the inner lumen. Visual examination revealed a circular puncture in the membrane and inner lumen at a location of 5/8" distal to the catheter/membrane junction. The puncture mark in the inner lumen was directly above the puncture mark in the membrane. Probable cause of difficulty: based on balloon evaluation, it appears most likely that the rpt'd leak was the result of the stylet wire piercing the inner lumen and balloon membrane during iab insertion. Even though not mentioned, the condition of the sheath strongly indicates that some difficulty may have been encountered during iab insertion into the pt. Manipulation of the iab with the stylet wire in place most likely damaged the inner lumen and membrane which lead to the rpt'd leak. Datascope's instructions for use specifies that the stylet wire should be removed prior to insertion to accommodate the passage of the iab over the guide wire. It also specifies that once the stylet wire is removed from the inner lumen, no attempt should be made to reinsert it. Finally, it was rpt'd that there was no pt injury as a result of the event.